Event description:
A u.s. Distributor reported that a battery charger was resetting.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (resets) was confirmed. Upon investigation the charger was resetting and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, there was contamination on the battery board pca. The root cause for the u1003 and u104 failure could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquid. No adverse event resulted from the damaged charger.